Manufacturer narrative:
A review of the pump's history revealed on 3/17/97 at 2:16 pm the pump was programmed to deliver a protocol of 1.0mg/ml. Load dose 10mg. The load dose was initiated at 2:21 pm. At 2:34 pm the concentration was then changed to 10mg/ml. An infusion test, using a 10mg/ml concentration, ran for a total of 19ml, and measured 17.8g, accuracy -6.16%. The pump passed the keypad test.

Event description:
Overdelivery reported. A nurse reports the pump was set up in the post anesthesia care unit to administer meperidine in a 10mg/ml concentration. Complete settings were not available. The pt became sedate with "slight" respiratory depression. She received one dose of narcan and recovered quickly without adverse sequelae. The nurse later discovered that, "the pump would not accept a zero. When she attempted to enter 10, it would only register the 1 (one) and did not recognize the zero, thus the correct concentration could not be entered." No further info was available.